Event description:
(B)(4).

Manufacturer narrative:
The event occurred in turkey during patient treatment. It was reported that when the hl20 was disconnected from the ac (voltage drop in the hospital) and switched to battery mode the level and bubble sensors were not on override anymore and the arterial pump was stopped. No harm to any person has been reported. The customer maintained the blood flow by using the hand crank and after the incident the hl20 was restarted and the level sensor pad replaced which would solve the failure. According to the instructions for use hl 20 version 02 in chapter 5.7.3 level monitoring it is stated to only start the application if level monitoring is fully functional. Before each use, the user has to perform a function test with the reservoir filled with liquid. According to the instructions for use hl 20 it is stated to only start the application if level monitoring and bubble monitoring are fully functional. Before each use, the user has to perform a function test. A getinge field service technician (fst) was onsite for investigation of the device on 2025-10-24. The fst checked the hl20 device as well as the bubble and level sensors. The fst was able to switch the sensors to override function and the pump was tested multiple times while connected to the electrical circuit and disconnected to the electrical circuit. No device problem was found. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the getinge field service technician the most probable root cause could be determined to a user error since the voltage drop in the hospital and the hl20 therefore switching to battery mode has no influence on any of the sensors. User may have accidentally disabled the override. The review of the non-conformities has been performed on 2025-10-31 for the period of 2018-03-26 to 2025-10-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-03-26. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "arterial pump stop" could be confirmed. The customer will be informed about the investigation results from the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the event occurred on the turkey market. It is a significantly similar device to "heart lung machine hl 20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701043262.